Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, it had a failed cubie drawer. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by a medication was jammed causing multiple drawer failures. The field service engineer (fse) removed the medication jam and was able to recover most drawer functionality with the exception of the half height cubie auxiliary drawer 3. 2. It was determined the medication jam broke the half height cubie retractor band, causing the failure. The fse replaced the retractor band and was able to recover the failed draw. The system functioned as intended after the fse repaired the device. (B)(6).

Manufacturer narrative:
Additional information: section h imdrf annex codes correction: section d unique identifier (UDI), medical device model, section g report source, section h imdrf annex codes and manufacturer narrative a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-mar-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the medication became jammed, resulting in several drawers failing. A field service engineer removed the jammed medication, able to recover most of the drawers, except for half height cubie auxiliary drawer 3.2. The jammed medication also damaged the half height cubie retractor band, leading to its failure. Replaced the retractor band and was able to recover the failed drawer afterward. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary had a drawer was failed. The customer stated that this malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.